Event description:
During follow-up, an absent vs marker was observed. The physician alleged undersensing. Abbott technical support was contacted and an egm display anomaly was suspected. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.